Event description:
On (B)(6) 2013, the patient contacted animas and reported a line through the display screen on the right side. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: the pump was powered on and the display was found to be functioning appropriately. Moisture damage was found inside the battery compartment. The display lens was found to be leaking during a leak. The pump was opened; moisture damage was found inside the case. The returned battery cap was used for investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.